Event description:
The cardiosave iabp was in use assisting an "emergency" patient. The clinicians discontinued pumping prior to defibrillating the patient. After the patient had been defibrillated, the iabp displayed an "internal communication failure" message. They were unable to resume pumping. The patient was switched to another iabp and therapy was continued. The patient subsequently expired (early the following morning); however, the customer advised that the patient's death is not attributed to the iabp, but rather to the patient's condition.

Manufacturer narrative:
We have initiated an investigation of this report. The iabp has been returned to our service facility for further evaluation. A supplemental medwatch will be filed when additional information is available.